Event description:
Device returned for service due to error message and possible pressure problem. However, upon receipt the volumetric readings obtained during initial evaluation were below specifications of 4.75 ml minimum, at 4.71, 4.72 and 4.71.

Manufacturer narrative:
Device evaluation results: the pressure problem reported was duplicated. This was corrected by the adjustment of the mohawk restriction valve. It appeared that the device had not been serviced as required by the user manual.